Manufacturer narrative:
Approximate age of device - 4 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, a pump stop was observed by the patient's bedside nurse. In addition, the lvad produced a low flow with high pi phenomenon. On (B)(6) 2018, a computed tomography angiography performed revealed a dilated right atrium which was compressing the left atrium with an enlarged inferior vena cava and hepatic veins. On (B)(6) 2018, the patient was returned to the operating room for surgery to remove an atrial appendage. On (B)(6) 2018 one day post operation, the patient was stable. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. Review of the submitted log files confirmed multiple low flow and pi events; however, a specific cause could not conclusively be determined through this evaluation. Additionally, review of the log file did not confirm a pump stoppage event. The system controller event log file contained data from (B)(6) 2018 through (B)(6) 2018. This log file showed motor power, calculated flow, and calculated pi ranging from 3.522 to 4.413 watts, 2.4 to 4.9 lpm, and 1.7 to 8.7, respectively. The log file contained 5 low flow events when the estimated flow dropped below a threshold of 2.5 lpm. These events did not last long enough to trigger low flow alarms. Additionally, 106 pi events were captured. Despite the low flow and pi events, the pump speed remained above the low-speed limit for the duration of the log file. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.